Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired. The I-beam was fully advanced and the jaws were clamped. The articulation rod side reload blowout plate was noted to be fractured distally. The laminates were noted to be buckled at the site of the blowout plate damage. The reload was returned attached to an adapter. Functionally, after connection of the returned adapter to an rpa handle, the reload I-beam could be retraced and the reload could be unloaded. It was reported that it was difficult to retract the knife blade and the instrument was locked in tissue. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial# (B)(6)); sigadaptxl, sig power sigadaptxl linear xl adapter (serial# (B)(6)); sigpshell, sig power sigpshell control shell (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic roux-n-y bypass procedure, in the small bowel, the surgeon used the retraction tool to complete the stapling; after firing, the knife blade could not be retracted and the jaws could not be opened. To resolve the issue, a new stapler was used to resect and re-staple.